Event description:
During a pulsed field ablation atrial fibrillation procedure, air aspirated from the sheath after the volt catheter was inserted. The sheath was replaced but the same issue occurred. The sheath was replaced again and the procedure was completed with no adverse consequences to the patient.